Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. The pump had minor scratched display window, cracked lcd window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump buttons did not work. The customer's blood glucose was 300 mg/dl at the time of incident. The insulin pump was returned for analysis.